Event description:
In a journal article, the author reported that a glaucoma filtration shunt was removed early following implantation, due to malposition. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be review because the reporter did not provide product identifiers. No root cause could be identified by the investigation. No enough info was provided to properly conduct an investigation. Na'ama hammel, moshe lusky, igor kaiserman, anat robinson, and irit bahar. Changes in anterior segment parameters after insertion of ex-press miniature glaucoma implant. Glaucoma journal 2013; 22:7, 565-568. (B)(4).